Event description:
It was reported that the patient underwent l5-s1 posterolateral fusion using rhbmp-2/acs with peek spacers and autograft. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with severe degenerative disc disease at l5-s1 with a left sided disc herniation and s1 radiculopathy with intractable back and leg pain and underwent the following procedures: far left lateral left-sided transfacet decompression of the l5-s1 nerves with l5-s1 posterior nonsegmental (pedicle screw and aspen device) fixation and posterolateral fusion with local autograft and bone morphogenic protein. L5-s1 posterior/transforaminal lumbar interbody fusion with two 8 mm peek interbody spacers, local autograft and bone morphogenic protein. Use of intraoperative microscopy and fluoroscopy and computer volumetric stereotactic navigation with intraoperative neurophysiologic testing. Injection of intrathecal narcotic analgesics. Injection of subcutaneous and intramuscular local anesthesia for postoperative pain control. As per op-notes, ¿placement of two 8 mm peek interbody spacers, local autografts and bone morphogenic protein for a posterior/ transforaminal lumbar interbody fusion. Following this, the remaining lamina and facet joint were extensively decorticated and drilled out on the right and the residual local autograft from the facetectomy on the left along with bone morphogenic protein placed out laterally for posterolateral fusion at l5-s1.¿

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the patient's surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.